Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer confirmed that the failure of no audio has been isolated to the main pcb through troubleshooting efforts in house and elected to order a replacement part for in house repair. Information has been added to the database for trending purposes.